Manufacturer narrative:
Product complaint # ==> pc-(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: although we have tried in several ways to gather some more information about this (both me and our tpi, who is the one who received the communication of the incident), it has been impossible since the health workers involved in it do not see it necessary and are not authorized to share such information (for data protection). Please provide account name / hospital name and address. Hospital universitario de canarias. La laguna. Tenerife please provide the surgeon¿s name. N/a rlbccrp0 is an invalid lot number. Please provide the correct lot #. Rlbccrp0 is the lot provided by the or supervisor please provide the patient's demographic information including age, weight, bmi at the time of index procedure n/a date of index surgical procedure? N/a on what tissue was the suture used? Soft tissue. Perivaginal. After childbirth. Episiotomy what was the tissue condition (normal, thin, calcified, fragile, diseased)? N/a please describe any medical/surgical intervention required for this suture event including dates and results. X ray what instruments were used to grasp the needle? Unknown where was the needle grasped during use? Unknown does the needle remain retained in the patient's tissue? Unknown if the piece(s) were retained, where are they located/in what structure? Unknown if retained, were there any patient consequences? N/a if retained, are there plans for removal? N/a did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No what symptoms did the patient experience following the index surgical procedure? Onset date? Unknown other relevant patient history/concomitant medications? N/a what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown were there any unexpected outcomes or complications as a result of this event? Unknown was the patient¿s treatment altered in anyway due to this event? If yes, please explain. Unknown was the post-operative care changed due to this event? Please specify. Unknown was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Unknown what is the patient's current status? Unknown

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the surgeon¿s name. Rlbccrp0 is an invalid lot number. Please provide the correct lot #. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. What instruments were used to grasp the needle? Where was the needle grasped during use? Does the needle remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were there any unexpected outcomes or complications as a result of this event? Was the patient¿s treatment altered in anyway due to this event? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. What is the patient's current status?

Event description:
It was reported that a patient underwent childbirth on (B)(6) 2024 and suture was used. When they were suturing soft tissue after childbirth, according to her the needle came loose from the thread and they couldn't find it. They took x-rays and saw her, but then they basically couldn't locate her. They made the decision to put the patient under observation for the needle. The procedure was successfully completed. The needle stayed inside the patient. Additional information was requested.